Event description:
A pump battery issue was reported as it would not charge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer tried different solutions including using a wall outlet, which eventually resolved the issue as the pump began charging after following instructions. A replacement charging cable and wall adapter were to be sent by customer support, and if necessary, alternate therapy would be used if the issue reoccurred before replacements arrived.